Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed and the fiber cap detached at 130,000 joules of use. The case was continued using a second fiber. At 230,000 joules while using the second fiber, diminished tissue vaporization and forward-firing were observed. The procedure was completed using an alternative surgical method (rtu). There was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
The component fiber and cap refer to the results thermal problem. Reference MFR. Report #: 2937094-2013-00682. Fiber analysis: the fiber and outer flow tube were found to be broken approximately 4.5 inches from the distal tip; the glass and metal caps were detached and not returned with the product. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and or the system would revert to standby mode. The detached fiber caps may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be excessive bending/user handling during the procedure.